Event description:
Consumer opened new bottle of product, seals were intact and used the product, soakinhg her contact lenses in it overnight. The next morning she rinsed them off and noticed they were cloudy, she rinsed them again and put them on. Her vision was a little blurred with the contacts on, but she attributed it to lack of sleep, etc. As the day wore on her eyesight gradually became worse and her eyes were burning, so she left work and went to the eye dr. Her dr told her some of the cells on the front of her eyes had been burnt off. She was prescribed antibiotic cream and had to wear patches over both eyes for 24 hours. She also had severe burning pain in both eyes. Consumer has soft lens and had used the product previously with no problem. There was no unsusual color or odor to the solution. Her eyes have recovered.